Event description:
Per clinical trial (B)(6): on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. Two pieces of galaform (galaflex 3dr) were used. Concomitant procedure was abdominoplasty. On (B)(6) 2019, migration, malposition or contraction left breast was reported. On (B)(6) 2019, patient had bilateral revision mastopexy. No resolution date was given. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including migration, malposition and revision surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Migration is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. This MDR reports the ae of migration and malposition. An additional MDR was submitted to report additional ae of swelling. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.